Event description:
This pt was enrolled in heat, a (B)(4) trial, and was randomized to the bare platinum treatment arm. The pt had a ruptured, daughter sac, sidewall aneurysm in the right superior hypophyseal artery. An aneurysm rupture was experienced an anticipated adverse event during manipulation and placement of the third coil which is thought to have caused avulsion of the aneurysmal neck from the parent artery leading to brisk sub-arachnoid hemorrhage -hunt and hess grade 1. Immediate inflation of a remodeling balloon was performed, protamine was given to reverse the effect of heparin, and an external ventricular drain was inserted. Repair of the aneurysmal neck with histoacryl 33% was undertaken after removal of the third coil and while the scepter balloon was inflated. Good aneurysm occlusion was obtained without parent vessel occlusion. Both angiogram and CT were performed. The pt was admitted on (B)(6) 2012 and was discharged on (B)(6) 2013. Reason for use: intraprocedural aneurysm rupture.